Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagogastrectomy, the anvil was placed in the esophagus and the device was placed in the stomach. When they were trying to attach to the first anvil, several attempts were made, and it appeared that some tissue had gotten up inside the anvil legs, and one or more may have been slightly bent as each attempt to attach and close even though the orange band was captured resulting in the anvil coming off during the closure. The first anvil was then removed and a new one was inserted and the device was attached without issue. Although, it did appear to require a fair amount of force. The orange band was captured, and the device was slowly closed without incident. The safety was released, the instrument was fired, the safety was re-engaged, and the device was opened two full turn where the audible click was heard. It was also reported that after firing, the stapler could not be removed. It was noticed that the anvil had not tilted, and staples could be seen pressing against the anvil were straight legged having not formed. The stapler had to be completely open and unmated from the anvil. The surgeon removed the stapler from the anvil which was then left in the esophagus and then manually retrieved via the mouth using the suture string attached to it. The surgeon then had to mobilize more tissue and eventually brought the tissue up through a neck incision. Then resect the failed staple line and ultimately did a hand sewn anastomosis. The surgery was extended for more than 30 minutes. The incision was also extended for more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A cross cutting staple was observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed staple may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.